Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received critical pump error alarm and displaying open book image with red x logo on screen. The customer¿s blood glucose level was 87 mg/dl. Troubleshooting was done for the open book image. Customer was swimming at the lake at the time of event. Customer was advised to discontinue use of the insulin pump and recommended refer to back up plan per healthcare professional's instructions. Customer was advised to place insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.